Manufacturer narrative:
The subject was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 16mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratch at the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we concluded that the probe was cracked due to the load applied to the distal end of the probe. As the cause of the scratch on the probe , it is possible that the physician scraped the probe with a sharp object such as a scalpel to remove carbonized tissue accumulated on the probe, or activated the ultrasound output while the probe tip was in contact with metal such as clips and forceps. Improper handling the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution. This report is one of two reports. Cross reference MFR. Report number 8010047-2014-00047.

Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain procedure, the probe of the two subject devices broke outside a patient's body. The procedure was completed with another t3905. There was no report of patient's injury regarding this event.